Event description:
Reported to king systems 07/09/2008. As stated in complaint received from user facility: discovered a flex2 circuit that the inner purple tube was completely split about 1-1 1/2" from the patient end. Issue discovered prior to use, no patient involved.

Manufacturer narrative:
King systems investigation summary of returned product: returned device was received 07/10/08. The review of the returned sample confirmed that, at the end of the inner tube connected to the patient end, there was a break in the inner tube (15mm purple tube) at the sixth corrugate. The break in the tubing was clean (in that the purple tube was in two pieces).